Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Patient called stating he had a bilateral hip replacement. Patient's left hip was revised due to metallosis and rapid deterioration of implant.